Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle. The device was received for analysis with no visual non-conformances and with a blue cartridge reload loaded in the device. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device opened and closed without any difficulties noted. The knife reverse button performed properly during testing. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: how was the jaws of the device opened? Somehow, the surgeon managed to open up the jaws with the manual knife return button after trying a few times. On what tissue type was the device used? At what location on the tissue? Stomach along the greater curvature. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Not sure. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? First. If echelon, during which stroke did the event occur? It is considered the third stroke. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? None. Only blue. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No, he had to use the manual knife return button. Was there any difficulty removing the device from the tissue? Yes, the jaws wouldn't open up. Is there any other additional information you would like to share about this device or procedure? No.

Event description:
It was reported that during a stomach wedge resection procedure after firing the device, the jaws wouldn't open up. The surgeon tried to open them with emergency red button but it wouldn't work, either. Somehow, he managed to take it out but the stapling was done only two thirds. No adverse event on the patient.